Manufacturer narrative:
Supplemental report (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary CAPA-2010953 "trend observed: increase in complaints related to adhesive on ewis" has been opened on 18-sep-2024 to address all adhesive issues related to ewis product family as no specifications exist for the adhesive used on this product (design related CAPA).

Event description:
To date no additional patient or event details have been received.

Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. It was reported that the patient faced issue with 3 infusion sets adhesive on 18-jun-2024. The infusion set fell loose on day 2 of use. The cause of product not adhering was due to warm weather. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).- MDR device 1 of 3. E1: patient city: (B)(6). Patient country: (B)(6).

Manufacturer narrative:
Supplemental report 01 - (B)(4). Correction: this MDR is being submitted to correct the submitted lot number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. "Trend observed: increase in complaints related to adhesive on ewis" has been opened on 18-sep-2024 to address all adhesive issues related to ewis product family as no specifications exist for the adhesive used on this product (design related CAPA).

Event description:
To date no additional patient or event details have been received.